Manufacturer narrative:
Block b3: exact date unknown, event occurred last summer from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also reported that the patients lead had migrated. The patient underwent a lead replacement procedure wherein the paddle lead was sutured down. The patient was doing well postoperatively, and the explanted devices were discarded by the medical facility.